Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on distal conductor (not obstructed). The inner tubing was kinked/buckled. Blood was also noted in/on the helix/lobe mechanism and sleeve head. Implant damaged was noted.

Event description:
It was reported that during implant, the right ventricular lead had a deformation and high impedence after a difficult placement. The lead was explanted and not used. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.